Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the patient line had not been checked for proper priming prior to the patient being connected for therapy. The technical services representative assisted with clearing the alarm and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that occurred on the homechoice machine during therapy. The patient line was not checked for air prior to the patient connecting themselves for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.